Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported o2 values are not showing. O2 sensor test failing in(extended self-test) est. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective o2 sensor to address the reported problem. The unit successfully passed the required performance verification test.